Event description:
It was reported that balloon rupture occurred. A 6.0mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured within the rated burst pressure. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.